Event description:
A hemodialysis user facility has reported that during treatment a hemodialysis bloodline set came apart. Air filled the tubing and the machine alarmed with an air alarm. Estimated blood loss was 265ml's. A new sys was strung and the pt completed their treatment without further issue. Pt had no ill effects. A sample of the same lot number is available.